Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the pulse test was isolated to shorted transistor q13 on the monitor defibrillator pca board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test.